Event description:
Device malfunction: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that during a mid left anterior descending (lad) artery stenting procedure in a tortuous vessel, a dissection was noted at the distal portion of the lesion stented with a xience v rx stent. A second xience v rx was attempted to treat the dissection, but failed to cross through the stent. The stent was removed without issue and the pt was treated with an anti-platelet infusion. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Dissection is a known adverse event as listed in the xience v instructions. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.